Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device does not print shock demonstration and displays message of paddles in contact during shock activation while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.